Event description:
Per the clinic, the device has been explanted on (B)(6) 2026, due to the suspected device failure. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis indicated device failure.